Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colostomy procedure, during the closure, the device cut but didn´t staple. In consequence, the surgeon had to make a resection and a new anastomosis. The surgeon had to make an ultra low resection. There were no adverse consequences for the patient.

Event description:
.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. Additional information: when the surgeon made a ultra low resection to create a new anastomosis, was that an additional procedure ? No. Did the ultra low resection affect the patient or altar the procedure in any way? It wasn´t suppose to be a ultra low resection. Did the device not staple at all ? Just half of the staple line was formed. Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction? What color reload? Cdh29a. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) hand tied purse string. How was the purse string placed, by hand or with an assist device? By hand. Was the spike of the trocar inserted lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? He heard a click. When the device was fired, where was the indicator within the green zone/gap setting scale? Within the green zone. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near an existing staple line . How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? The surgeon heard a crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No it was not difficult to remove. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) There was not a successful anastomosis, the device cut but it didn´t staple. Did the operation change significantly as a result of the device issue? They had to do an ultra low resection. What is the patients age and sex? Male, (B)(6). Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? Yes. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.